Manufacturer narrative:
Product complaint # (B)(4). The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two unopened samples of product code 8556 were received for evaluation. The product code is double armed. Visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, rough or fraying were noted. Tactile test was performed to suture and no damage of defect could be detected with the fingers and the event described could not be confirmed as the device performed without any defect noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, while using a graph, about four to five centimeters from the sewage creating "almost like" barbs as the proline frayed. It looked to be unraveling. The second arm of each was used to complete the anastomosis. There were no patient consequences reported. Anther like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.